Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other reported occurrences involving loading the ligator barrel and trigger cord backwards. Based on this review, the likelihood of barrel detachment is remote. Conclusions: the info provided indicated the ligator barrel and trigger cord were loaded backwards when loading the ligator onto the endoscope. This is the cause for the reported barrel detachment. The instructions for use direct the user to attach the barrel to the tip of the endoscope, ensuring the barrel is advanced onto the tip as far as possible. If the ligator barrel is loaded backwards, the friction fit adapter of the ligator barrel is facing outward from the endoscope and cannot be used to attach the ligator barrel to the endoscope or advance the barrel onto the endoscope tip. For system preparation, the instructions for use direct the user to slowly rotate the handle in the clockwise direction to wind the trigger cord onto the handle spool until it is taut. If the trigger cord is loaded by winding the handle in the counterclockwise direction, this will lead to unwinding of the trigger cord when the handle is rotated clockwise for band deployment. Prior to distribution, all multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: the info provided indicated the product was loaded incorrectly and therefore, the product used in contraindication with the instructions for use. A co rep visited the medical facility and performed an educational training session with the appropriate medical staff in response to this occurrence. This session was carried out the day after this event (2009). This was performed in an effort to prevent any future occurrences of this nature. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted. The likelihood of this type of occurrence is remote. Customer qa will continue to monitor for complaint trends.

Event description:
In preparation for an esophagogastroduodenoscopy (egd) with band ligation, the endoscopy tech loaded a cook endoscopy 6 shooter saeed multi-band ligator onto the endoscope. The ligator barrel was loaded backwards so that the friction fit adapter was facing outward from the end of the endoscope and therefore not attached to the endoscope tip. With the ligator barrel in this position, the trigger cord is the only component keeping the barrel in place near the tip of the endoscope. The trigger cord was also loaded backwards in the handle. The ligator and endoscope were advanced into the esophagus. Because the trigger cord had been loaded backwards, the trigger cord became loose instead of taut when the handle was rotated in an attempt to deploy the bands. This caused the ligator barrel to become loose inside the pt. This led to the trigger cord advancing fully inside the accessory channel of the endoscope and full release of the trigger cord from the handle. A basket device was used to retrieve the ligator barrel an trigger cord unit from the pt. Another band ligator was used to complete the procedure. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.